Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that insulin leaked from the luer connection of the infusion set. No adverse event reported. The customer alleged the infusion set was defective. Return of the suspect device was requested for evaluation.